Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product was confirmed, but no root cause could be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check lines and bags, this situation occurred during fill 1. The technical service representative (tsr) assisted the home patient (hp) as the hp stated they were calling in again with the same alarm check heater line. The hp was told to reset up again but used the old cassette over again. The tsr advised the hp to reset up again and advised the hp in the future if you have to reset up you must replace everything so not to give yourself infection. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2012. The nurse stated the following: the event had not been reported and the patient was doing fine with therapy. No patient injury or medical intervention was reported.